Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported via phone call that they had a power error detected alarm on the insulin pump. They changed the battery but the alarm recurred within an hour. The customer¿s blood glucose was 5 mmol/l. The insulin pump was returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within spec. Device passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Low battery alarm was confirmed in the history file and then power error was triggered when backup battery unloaded voltage was less than 3.7v for 4 consecutive hours due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector on j6, insulin pump was monitored and functioned properly. Device received with corroded battery tube. Device received with minor scratches on case, cracked select button keypad overlay, faded serial number label and minor scratches on lcd window.

Manufacturer narrative:
The supplemental report was submitted with the wrong aware date. The correct aware date is (B)(4) 2019.